Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 30) occurred during the loading sequence. Upon loading a new cartridge, a minimum fill notification occurred after filling a cartridge with 290 units of insulin. The customer¿s blood glucose level was 282 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started.